Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.

Manufacturer narrative:
Corrected data: in the follow-up report number 2, it was inadvertently reported as ¿it was reported the patient was unable to exit from MRI mode due to not having an existing pairing bond on their patient controller. Additional information received indicates that an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and start a session.¿ correction information has been updated in section b5 of this report. Troubleshooting is still pending.

Event description:
It was reported the patient is not able to exit from MRI mode. As such, troubleshooting by a manufacturer representative may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not removed from surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported the patient was unable to exit from MRI mode due to not having an existing pairing bond on their patient controller. Additional information received indicates that an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and start a session.

Manufacturer narrative:
Corrected data: h1, h7. B1- adverse event and b2 other serious in the initial report were marked in error. B5: it was inadvertently reported as ¿it was reported that following an unrelated surgical procedure wherein the device was not removed from surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.¿ in the initial report. Correct event description has been update in b5 of this report. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.